Manufacturer narrative:
(B)(4): the reported issue was confirmed. The root cause of the reported issue was improper management of pad lines. The neonatal intensive care unit (nicu) nurse getting alert 113 (reduced wt control) in an arctic sun device. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 25.2c, flow rate (fr) was 0.4lpm, system hours 906, pump hours 875, water level 5. Drained 500ml of water from right side drainage port. Reconfigured tubing as it was coming out of the window on the bed and impeding flow. Flow rate (fr) was continued to fluctuate (0.3-0.9lpm). Checked noted and patient had not left the room with pad in place, unsure if flow rate (fr) issues have been ongoing or just started today. Noted in chart do not mention this issue. Drained and disconnected pad then attached new pad, but they got a reservoir empty alarm. Water reservoir level now showing 0 in diagnostics. They refilled the 500ml they previously drained and tried to start again, but reservoir still below minimum. Obtained more sterile water and filled with almost 1 more liter. Tried to start therapy again with new pad. Flow rate (fr) was 1.5lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 22 percentage. They will move the baby onto the new pad after the call. They will watch for any additional alerts/alarms, continue to monitor for flow rate (fr) was at 1lpm or above, and notify the nurse caring for the patient to do the same (they were filling in while they were on break). For pad return, please contact (B)(6). A DHR review is not required as the lot number is unknown. The serial/lot number for this investigation is unknown. The latest labeling revision will be reviewed. Baw7667062 rev 0 was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. 1. Arctic gel pads are only for use with an arctic sun temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). (B)(4): the reported issue was inconclusive. The root cause of the reported issue could not be identified. The neonatal intensive care unit (nicu) nurse getting alert 113 (reduced wt control) in an arctic sun device. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 25.2c, flow rate (fr) was 0.4lpm, system hours 906, pump hours 875, water level 5. Drained 500ml of water from right side drainage port. Reconfigured tubing as it was coming out of the window on the bed and impeding flow. Flow rate (fr) was continued to fluctuate (0.3-0.9lpm). Checked noted and patient had not left the room with pad in place, unsure if flow rate (fr) issues have been ongoing or just started today. Noted in chart do not mention this issue. Drained and disconnected pad then attached new pad, but they got a reservoir empty alarm. Water reservoir level now showing 0 in diagnostics. They refilled the 500ml they previously drained and tried to start again, but reservoir still below minimum. Obtained more sterile water and filled with almost 1 more liter. Tried to start therapy again with new pad. Flow rate (fr) was 1.5lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 22 percentage. They will move the baby onto the new pad after the call. They will watch for any additional alerts/alarms, continue to monitor for flow rate (fr) was at 1lpm or above, and notify the nurse caring for the patient to do the same (they were filling in while they were on break). For pad return, please contact (B)(6). A DHR review is not required as the lot number is unknown. The serial/lot number for this investigation is unknown. The latest labeling revision will be reviewed. Baw7667062 rev 0 was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting alert 113 (reduced wt control) in an arctic sun device. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 25.2c, flow rate (fr) was 0.4lpm, system hours 906, pump hours 875, water level 5. Drained 500ml of water from right side drainage port. Reconfigured tubing as it was coming out of the window on the bed and impeding flow. Flow rate (fr) was continued to fluctuate (0.3-0.9lpm). Checked noted and patient had not left the room with pad in place, unsure if flow rate (fr) issues have been ongoing or just started today. Noted in chart do not mention this issue. Drained and disconnected pad then attached new pad, but they got a reservoir empty alarm. Water reservoir level now showing 0 in diagnostics. They refilled the 500ml they previously drained and tried to start again, but reservoir still below minimum. Obtained more sterile water and filled with almost 1 more liter. Tried to start therapy again with new pad. Flow rate (fr) was 1.5lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 22 percentage. They will move the baby onto the new pad after the call. They will watch for any additional alerts/alarms, continue to monitor for flow rate (fr) was at 1lpm or above, and notify the nurse caring for the patient to do the same (they were filling in while they were on break). For pad return, please contact (B)(6).

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting alert 113 (reduced wt control) in an arctic sun device. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 25.2c, flow rate (fr) was 0.4lpm, system hours 906, pump hours 875, water level 5. Drained 500ml of water from right side drainage port. Reconfigured tubing as it was coming out of the window on the bed and impeding flow. Flow rate (fr) was continued to fluctuate (0.3-0.9lpm). Checked noted and patient had not left the room with pad in place, unsure if flow rate (fr) issues have been ongoing or just started today. Noted in chart do not mention this issue. Drained and disconnected pad then attached new pad, but they got a reservoir empty alarm. Water reservoir level now showing 0 in diagnostics. They refilled the 500ml they previously drained and tried to start again, but reservoir still below minimum. Obtained more sterile water and filled with almost 1 more liter. Tried to start therapy again with new pad. Flow rate (fr) was 1.5lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 22 percentage. They will move the baby onto the new pad after the call. They will watch for any additional alerts/alarms, continue to monitor for flow rate (fr) was at 1lpm or above, and notify the nurse caring for the patient to do the same (they were filling in while they were on break). For pad return, please contact (B)(4).